Event description:
Complaint:(B)(4).

Manufacturer narrative:
The failure could be confirmed. Failure leakage - quadrox luer lock connector root cause excessive or inadequate external physical force the investigation was performed based on the received visual from customer. It could be seen that pos.10 luer lock connector of oxygenator was faulty. Additionally, maquet cardiopulmonary ag is aware of similar complaints from similar products. Similar product, showing a similar malfunction, has been investigated in # (B)(4) was received by maquet cardiopulmonary gmbh on (B)(6)2019 for investigation in the laboratory of manufacturer. The sample was contaminated. Oxygenator was cleaned with sodium hypochlorite. Leak test was performed. A leak at the luer lock connector of the blood outlet was detected. A crack was found in the middle of the luer lock. There were no further abnormalities. Failure could be confirmed. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to product after the release. The exact root-cause could be excessive or inadequate external physical force the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Importer- (B)(4).

Event description:
While priming there was a leak in the arterial sampling leur lock connector in post oxygenator side. Replaced the oxygenator with a new one. Complaint no: (B)(4).